Event description:
The advocate called for help with the customer's contour meter. She performed a control test during the call and received a result of 222 mg/dl. The normal control range was 107-148 mg/dl. No adverse events were alleged. The customer only had one test strip left after troubleshooting, so no product will be returned. A new meter was sent to the customer.